Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: cable unit had corrosion due to water leakage, plug unit has corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, due to corrosion on plug unit, e216(scope communication err) occurred, due to wear of angle wire, bending angle in up direction did not meet the standard value, and adhesive on bending section cover had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope had a software problem and no images were displayed. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that there the air/water tube and cylinder had foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.